Event description:
It was reported 2 bd alaris smartsite gravity sets had blockage issues during priming. The following information was provided by the initial reporter: "the sets were observed to not be flowing during priming".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd alaris smartsite gravity sets had blockage issues during priming. The following information was provided by the initial reporter: "the sets were observed to not be flowing during priming"

Manufacturer narrative:
H.6. Investigation: four 42290e samples were received in opened packaging from lot 21079143; residual fluid was present in all of the received samples. The samples were connected to a fluid bag from stock and fluid was allowed to flow through under gravity in order to replicate the customer's experience; no fluid was able to pass beyond the back check valve in three of the four returned samples. A visual inspection identified that the back check valve had been assembled upside-down in each of the three affected samples. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the customer's experience is likely to have occurred as a result of human error during the assembly process, whereby the back check valve was inadvertently assembled upside-down on the infusion set. A review of the production records for lot 21079143 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. .